Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj1866 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the patient accepted catheter placement on (B)(6) 2016. There was difficulty in sending the guidewire when the catheter was inserted for 6cm and the operator thus stopped the procedure. The puncture sheath was then inserted and the process was smooth. After that, the guidewire was retreated and meanwhile, the area above the puncture site was massaged since there was resistance felt in this procedure. The guidewire was then withdrawn from the patient's body after a short for remission. It was found that the stainless steel coil part was fractured 1.5 cm away from the guidewire tip, while the coil part guidewire was not fractured. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured guidewire is confirmed, and the cause is determined to be use-related. The returned components consisted of one guidewire, one microintroducer sheath, and one microintroducer dilator, each reportedly from a ptfe 3.5fr microintroducer kit. Visual inspection showed that the guidewire was still within the microintroducer sheath, but the introducer dilator was not assembled to the sheath and was not on the guidewire. A small portion of the flexible distal end of the guidewire was protruding from the distal end of the sheath. There was a break in the core wire, one end of which was not visible but contained inside the sheath. The coil wire still appeared to be intact but stretched significantly. The core wire at the fracture end which was visible was bent back on itself, or fishhooked, suggestive of a release after a break from a tensile event. Further examination showed that the distal portion of the fractured core wire terminated at the distal end of the sheath. The portion of guidewire distal to the sheath was measured to be about 2.4 cm long. The length of the proximal part of the core wire measured approximately 32 cm, but was not easily measured due to bends. Addition of these core wire lengths suggests no evidence that the wire was out of specification for length. The coil wire was wedged in one of the small slits between the two tabs of the sheath. This slit did not appear damaged, however. The sheath was somewhat crumpled or compressed along the shaft, particularly the most distal 3.5 cm. The tip of the sheath was compressed and one section was crumpled and appeared to be drawn back into the shaft, and possibly split. The dilator manifested some compression near the distal tip. The distal tip of the dilator was oval-shaped and manifested signs of abrasion. Residue was not apparent on the returned components. Tactual evaluation showed that the coil wires on both ends would slide over their respective core wire segments. Grasping the ends of the core wire segments and pulling while maintaining a grip on the outer coil wires showed that they would not pull out, signifying that both weld tips were intact. Microscopic observation showed that the fracture surfaces of both segments of core wire appeared to be granular. The distal core wire segment manifested some foreign material at the tip. The distal tip of the dilator was oval-shaped and manifested signs of abrasion. The damage to the tip of both the introducer sheath and the introducer dilator, specifically the abrasions, crumpling, and tip ovality, are characteristic of friction and pressure against the guidewire, and that the guidewire was retracted relative to the sheath and dilator. The apparently granular nature of the core wire fracture surfaces and that the location of the break in the wire was at the crumpled distal end of the sheath is evidence that the guidewire experienced resistance at this location. The event description notes that resistance to guidewire insertion was experienced in the procedure. This resistance may have been a factor in requiring a force large enough to break the guidewire when attempting its removal. Steep insertion angle, insertion into scar tissue, etc. Can also contribute to this kind of damage to wire, sheath, and dilator. The IFU for this device states: ¿simultaneously advance the sheath and dilator with rotational motion to help prevent sheath damage. Be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire,¿ and ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision. Withdraw the dilator and guidewire, leaving the small sheath in place.¿